Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the issue was that they had ¿expiration of battery nearing 5 years¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their battery was revised today because it ran out and patient was having pain which started about a month ago. The patient thinks the interstim was causing the pain. Ins was moved from the right to the left side and a new lead was placed. The patient stated she does not have pain since they moved the ins. There were no further complications reported.